Event description:
It was reported that during a bilateral iliac angioplasty treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately calcified and none tortuous iliac artery. A 8.0 x 30 x 75 cm express ld vascular stent was advanced through a 7 fr 45 non bsc introducer and 035 non bsc hydrophilic guide but was unable to cross the lesion and the stent pulled off during the attempt to get it out. The dislodged stent was retrieved using a lasso from the right side. A 8 x 29 non bsc stent was used to complete the procedure. It was decided to proceed with a direct stenting. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).